Event description:
As reported, during a procedure using the sorbafix enhanced fixation device, the fasteners did not penetrate the tissue properly and failed to fixate the prosthesis. Note, the date of procedure was not reported.

Manufacturer narrative:
As reported, during a procedure using the sorbafix enhanced fixation device, the fasteners did not penetrate the tissue properly and failed to fixate the prosthesis. The subject device was not available for evaluation. Based on the information provided and without having the sample to evaluate at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event was not provided. We have documented this required date field with a best estimate. This emdr represents the sorbafix enhanced (device 2). An additional emdr was submitted to represent the sorbafix enhanced (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.